Event description:
It was reported to medtronic minimed that the customer experienced continuous glucose monitoring value not available in the inpen application, no communication from other device to software. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-8060.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After investigation it was found from gcp logs that the inpen app was receiving stale data at times when attempting to retrieve glucose data from carelink. The periodic packets were looked at from the same time frame and there are gaps in when carelink received these packets which would result in the cgm value to show as on the inpen app. These gaps in data can be caused by a number of things including the cgm app temporarily losing connection with the sensor or carelink. Issue was confirmed through gcp logs and periodic packets. To assist with the resolution of the issue, we provided the helpline team with the following information: there appears to have been a temporary disconnect from the cgm. It looks like the sensor was also changed around this time. Issue appears resolved, please confirm with the patient. If issue is ongoing, make sure the cgm app is paired and connected with stable network. Helpline has confirmed with the patient that the issue is resolved. No further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.